Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that there was an inaccurate delivery issue; the basal history did not match active basal program. The patient¿s basal setting ¿was supposed to be at 12:00 am-6:00 am .300, but showed .200; at 6:00 am-12 am .400, but instead showed .300." The patient¿s blood glucose (bg) was reported to be 400 mg/dl with no reported additional signs or symptoms, which does not meet the animas criteria for an adverse event. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.